Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"Customer reported via phone call that the insulin pump received a broken force sensor which was detected during seating." "Customer's blood glucose value was 179 mg/dl at the time of incident." The customer was assisted with clearing the alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the device interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests due to the critical pump error. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.